Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿device migration/implant malposition¿.

Event description:
Healthcare professional reported through the national breast implant registry (nbir) ¿device migration¿, ¿implant malposition¿ and ¿ptosis¿. This record is for the right side. Device was explanted.